Manufacturer narrative:
During the investigation it was identified that the raw material of the accessory adapter ((B)(4)) does not meet maquets specifications. The tensile and the flexural strength of the used material are less than those of the specified materials. Furthermore it was identified that the accessory adapter ((B)(4)) does carry the specified weight of (B)(4) at a distance of 300 mm, however does not meet our stringent quality requirements. Maquet (B)(4) decided on 2016-09-09 to initiate a field action for this issue. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported to maquet that a head rest mounted to the accessory adapter ((B)(4)) slipped out of the mounting rail. No serious injury of a patient or user was reported to maquet (B)(4). (B)(4).